Manufacturer narrative:
Raw data analysis report was completed on (B)(4) 2014 and indicated that for this patient sample, the histogram pattern looked normal and there were no significantly abnormal patterns that would cause the algorithm to set flags. The failure mode could not be determined with the information provided.

Event description:
The customer reported that no blast specific flagging message was recovered for three different patients analyzed on two different unicel dxh 800 coulter cellular analysis systems on different days. The presence of blast cells was confirmed by manual differential enumeration. Erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment. The customer reported that all three patients were rerun for confirmation of critical low plt (platelets) results, following the laboratory developed protocol for scanning slides for plt counts of less than 100,000. No erroneous cbc (complete blood count) results were obtained from any of the samples and all were verified upon rerun. The customer considered all the cbc results to be correct and the differential results incorrect based on the absence of instrument specific differential flagging. Only the manual differential performed on each one of the samples was considered correct. This MDR reports the event for patient #1, tested on (B)(6) 2013, on dxh 800 serial number (B)(4).

Manufacturer narrative:
A field service engineer was not dispatched for this event. Raw data files were collected; analysis is pending. Evaluation of product labeling: per instructions for use (B)(4), system wbc limitations include among others, mycrolymphoblasts, very small lymphocytes and fragmented white cells. Beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population. All flagging options include reference ranges, (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. There are six mdrs submitted for this event, for three different patients, tested across two instruments on four different days: 1061932-2013-02544, 1061932-2013-02545, 1061932-2013-02546, 1061932-2013-02547, 1061932-2013-02548, 1061932-2013-02549.

Manufacturer narrative:
(B)(4).